Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 650cc mentor memorygel breast implants, suffered right breast rupture and severe pain, post-procedure. The patient was involved in a motor vehicle accident. Ultrasound in (B)(6) 2019 found right breast hematoma and then another ultrasound on (B)(6) 2019 and x-ray of chest found no capsular contracture and found normal. On (B)(6) 2020, additional information from the patient's health care professional confirmed the right breast implant rupture. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On september 1, 2020, mentor became aware that the patient's implant explantation surgery was rescheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).